Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info, however, the device was not returned for a thorough analysis. It was reported that the device was unable to cross the lesion and when it was pulled back to remove it, the stent dislodged. The inability to cross a lesion and subsequent dislodgement of the stent can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, pt anatomical morphology, and pt disease state. However, without the device to examine, no determination can be made as to the root cause.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the device would not cross the lesion in the right coronary artery (rca). When the device was being removed, the stent dislodged and migrated to the profunda. Reportedly, there were no pt effects. No add'l event or pt info is available.